Event description:
It was reported that after surgery the patient experienced pain and was prescribed medication. Update was later received that the patient was also experiencing an increase in seizures. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.